Event description:
A physician reported: a patient of unspecified age and gender who had shunt malfunction during the use of chpv shunt (ID 823113) for an unreported indication. Not reported: product lot number, patient's medical history, concurrent condition, family history, drug allergies, past medication, concomitant medication and co-suspect medications. On an unknown date, chpv shunt was not working on ot (operating table) table, and the hospital returned the product. At the time of the reporting, the outcome of the event was unknown. Physician comments: "this case was assessed as serious due to other medically important condition." As reported: "this is a serious case regarding a patient of unspecified age and gender who had shunt malfunction during the use of chpv shunt (codman hakim programmable valve) medical device for an unreported indication. The causality with respect to the suspect drug was considered not assessable for shunt malfunction based on the nature of the event, and owing to lack of information regarding patient's identifiers (age, gender, ethnicity), therapy indication, event onset date, any adverse clinical event due to device malfunction, concurrent medical condition, co-suspect and concomitant medication, relevant lab data and complete medical history to assess the causality. There was a technical error in the shunt and programming was not possible and csf not draining. Not working on ot table and the hospital returned the product." No additional information has been received after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up is to provide a correction in the initial report: us regulatory awareness date (g3) was sent with date 03/11/2025. The correct date is 02/11/2025.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID 823113) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.